Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, there were problems with the lead helix. The lead was not implanted, and another lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and the helix of the lead was extrinsically bent. The connector of the lead was extrinsically bent. The distal low voltage electrode of the lead was covered in blood. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The outer insulation of the lead was extrinsically cut but not breached. Visual analysis of the lead indicated damage at implant. The analyst noted the full lead was returned with a 14-58 gray stylet in the lead. There is a cut in the outer insulation at 41 cm, explant damage. The lead was able to be passed through a 7 fr introducer. Helix extension and retraction test was not able to be performed due to the connector pin being bent. Measurement of the helix is not possible as the helix was not able to extend due to the connector pin being bent. If information is provided in the future, a supplemental report will be issued.